Manufacturer narrative:
Unit alarmed button error and had no button response due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. No moisture damage noted on electronic assembly or on motor. Unit had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to sweat. Customer reported that as a result, insulin pump received a button error alarm and the up and down buttons were stuck. Customer's blood glucose was 131 mg/dl. Customer was advised that insulin pump would need to be replaced.